Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since saturday patient (pt) had not been able to charge the controller. After trouble shooting , pt confirmed the controller was charging but when pt tried to charge the ins was what pt meant when he said "it is not charging". Pt then states pt had not been able to charge the ins. Pt stated on saturday they spoke to manufacturing representative (rep) and was made aware of the reported issue. Agent had patient remove the battery pack and plug the controller into the ac power cord. Patient confirmed the controller powered on. Patient put the battery back into the controller and confirmed the green light was flashing. Pt then stated the controller battery was showing 100% and the ins was in the red but pt stated stim was still working. Pt stated they did not see any physical damage to the controller/battery pack. Patient service had patient clean the connector pins and blow into the port of the controller. Patient tried to start a charging session of the implant and was seeing no device found. Pt stated they were seeing the screen showing passive recharge but all the numbers were 0. Agent had pt move the paddle and pt stated they now saw 10 in the middle if they moved the cord where it meets the paddle. After troubleshooting pt stated that also the recharger (rtm) gets hot where the cord meets the paddle and "it looks like the cord was loose where it goes into the paddle and pt could see "what looks like gray rings around the cord where it meets the paddle, like its pushed out of the paddle". Agent sent request to repair to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model number 97755 and serial# nlf099369n was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen and reading being 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.